Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - no complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found that both the inner and outer insulations were crushed at 26.8 cm to 27.7 cm from the connector pin. The damage resulted from clavicular crush.

Event description:
It was reported that noise was observed on the right ventricular lead. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
This report is to advise of an event observed during analysis.